Manufacturer narrative:
As the customer diluted out the sample and observed a non-linear value, there appears to be a non- specific interference. Immunoassays are subject to a number of interferences. No further sample is available at this time. The cause for the discordant ipth result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The interpretation of results of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The limitations section of the instructions for use states: "interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these 2 elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values.."

Event description:
Customer observed an advia centaur xp intact pth result of 484 pg/ml that was elevated compared to an alternate method and the clinical picture. There are no reports that treatment was altered or prescribed on adverse health consequences due to the elevated advia centaur xp intact pth result.